Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned for evaluation and the evaluation was completed. Based on the results of the investigation, it is confirmed the suggested event foreign material adhered to air/water cylinder¿ and confirmed that the specifications and functions were not satisfied. There was no health damage to patients. A review of the device history record found no deviations that could have caused or contributed to the reported issue olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the air water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.